Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined and the following was observed: liner fully expanded as designed. Distal tip open as designed. Liner tear observed 8cm in length, starting from distal tip, with liner bunching towards hub. Liner fully delaminated 5cm in length at 8cm from distal tip. C-marker band present. Several kinks observed along the location of the liner delamination. Due to the nature of the complaints, no applicable functional testing was available to be performed. The complaints were confirmed through visual evaluation. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were taken on one side of the tear only. All measurements were found to be within the specification. Imagery was provide for review. The provided imagery was reviewed, and the following was observed: procedural imagery shows sheath liner delamination under fluoro. Post-procedural device imagery shows liner fully expanded as designed, with delaminated portions and sheath kinked. The reported event was confirmed based on evaluation of returned device. Available information suggests procedural factors (withdrawal of altered balloon profile, excessive manipulation) likely contributed to the event. A balloon burst or tear could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. If excessive force was used to overcome the withdrawal difficulty that was experienced, it could further contribute to the reported liner tear. The esheath/esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate that procedural factors (withdrawal of altered balloon profile, excessive manipulation) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant case of a 26mm sapien 3 ultra valve. During withdrawal, the balloon of the commander delivery system balloon tore while withdrawing through the esheath. The balloon damaged was noted after the balloon was already partly pulled back into the esheath. The esheath liner was observed to be delaminated from the withdrawal difficulties. Patient underwent a surgical removal of the devices and, a stent was implanted in the right common femoral artery. Patient transferred to ICU in stable good conditions.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.